Manufacturer narrative:
Maquet cardiovascular has not yet received the device for investigation. A supplemental report will be sent if the device is received and investigation is completed. (B)(4).

Event description:
The hosp reported that at the second stage of an endoscopic vein harvesting procedure, the vh-3000-w "was activated on connection, overheated and burned." The reporter added that the hemopro remained activated and was continuously burning. No other materials were affected. The hosp reported no pt effects. Replacement was requested. The product is returning.